Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was having issues prior to the pocket revision. After the pocket revision, the charging issue was resolved. Rep could not say whether the charging issue was originally due to movement to in the pocket. The pocket revision resolved the patient's charging difficulty. The provided information was confirmed with the physician and/or patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-dec-03. It was reported that the rep was unsure about the cause of the charging difficulty and noted that the implantable neurostimulator (ins) was placed in the same pocket as the old ins which was the right buttock area. The rep had not seen the patient post-operative yet, so they were unsure if the pocket revision resolved the patient¿s charging difficulty. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to obtain a good connection while charging due to the battery position. Therefore, they were seen for a pocket revision to change the battery site. There was no known factor that led to the issue. The patient attempted to turn the stimulation off before the pocket revision surgery, but the battery was completely depleted. The battery was able to be interrogated. No further complications were reported.